Event description:
A technician reported a patient presented with light sensitivity 10 days following lasik surgery. The patient was diagnosed with diffuser lamellar keratitis (dlk) and transient light sensitivity syndrome, and she was treated with oral steroids.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).